Event description:
A call was placed to technical services on (B)(6) 2016 stated that this ra lead was implanted on (B)(6) 2015 and remains implanted at this time. Noted infection on lead. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).